Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 840 ventilator had a faulty display. Patient involvement is unknown.

Manufacturer narrative:
After further review, repair information had been provided prior to submission of initial MDR. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A service engineer (se) inspected the device and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.